Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification. The customer successfully loaded a new cartridge onto the pump with 130 units of insulin. Additionally, the customer reported an elevated blood glucose (bg) level of 288 mg/dl. Reportedly, the customer was a new pump user and the customer's counselor was purposely running the customer's bg levels elevated. To address the bg level, the customer delivered a correction bolus. The customer confirmed health care provider would be consulter regarding diabetes management.